Manufacturer narrative:
Occupation is lay user/patient. The test strips and meter were requested for investigation. The customer's meter and test strips, with 1 strip remaining were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 2.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were not observed in the meter¿s patient result memory. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results between coaguchek xs meter serial number (B)(4) compared to a professional coaguchek xs meter serial number unknown. At 8:37 am, the result from the customer's meter was 8.0 inr. The customer retested and received an error 7 message on the meter. The received error message can indicate an elevated inr. At 11:15 am, the result from the professional meter was 3.4 inr. The customer's therapeutic range is 2.0-3.0 inr.